Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient reported the cannula was inserted into the skin and the pink slide moved forward but upon pod removal the cannula was not visible. No impact to the patient's glucose level was reported. The pod was worn between 5 and 24 hours. Treatment information was not provided.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.